Event description:
It was reported that the right ventricular lead became dislodged during an unrelated operation. At the time of later lead revision procedure, repositioning was attempted but was unsuccessful as the stylet could not advance down the lead. The lead was instead explanted and exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement and style could not be inserted. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the helix was retracted clogged with blood/tissue. The reported event of stylet could not be inserted was confirmed. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. Stylet could not be inserted from the proximal end of the lead due to over torqued inner coil at the connect region. The cause of the reported event of stylet could not be inserted was isolated to the over torqued inner coil which is consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.